Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. There were numerous kinks in the hypotube. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole in the balloon material 4mm proximal of the markerband. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection of the tip and proximal weld found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that balloon rupture occurred. A chronic total occluded target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. A chronic total occluded target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.